Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to (B)(4) for evaluation. Okr inspected the device and confirmed the following; the angulation to the right was out of the standard due to wear of the angle wire. The up/down angulation control knob was out of specification due to wear of the angle wire. The adhesive on the bending section rubber was damaged. There was a leakage at the bending section rubber due to a pinhole. The objective lens was scratched. The s-cover of the control section was dirty. The examination light was not emitted from the light guide lens due to an abnormality in the light guide bundle. And the endoscopic image was dark due to the decrease in the light emission volume. Dots were displayed on the endoscopic image due to the broken light guide lens. Omsc confirmed the following from the photos sent by okr. The inside of the light guide lens was discolored brown. The light guide lens was chipped. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based on the following information and the past similar cases, there is possibility that the inside of the light guide lens has become dirty because there was a gap in the adhesive part of the light guide lens due to physical stress, chemical stress, storage environment, or deterioration over time. The inside of the light guide lens was discolored brown. The light guide lens was chipped and there was evidence of physical stress. The instruction manual provides precautions regarding physical stress, chemical stress, and storage environment. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that there was a gap of adhesive on the distal end of the device, and stain entered the inside of the light guide lens through the gap. Therefore, the inside of the light guide lens was dirty. There was no report of patient injury associated with this event.